Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. A review of the sterilization records indicate the lot met all pre-release specifications.

Manufacturer narrative:
It is unknown which device(s) was involved in the reported stenosis. One additional gore® viabahn® vbx balloon expandable endoprosthesis was implanted during same procedure (implanted left renal artery as overlap) has been included in this report: lot number: 22340866; UDI: (B)(4). Review of device manufacturing and sterilization record history confirmed both devices met pre-release specifications. B5, b6 and b7 were updated. H6 component code - selection was made.

Event description:
The following information was reported to gore: on (B)(6) 2020 a patient underwent endovascular treatment of an aortic aneurysm in part with gore® viabahn® vbx balloon expandable endoprostheses (vbx). The vbx devices were utilized in both renal arteries. On (B)(6) 2021, the left renal artery was found to be stenosed. No intervention was reported.

Manufacturer narrative:
As it is unknown which device(s) may have contributed to the stenosis, one additional gore® viabahn® vbx balloon expandable endoprosthesis has been included in this report: lot number: 22340866. UDI: (B)(4). Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following information was reported to gore: on (B)(6) 2020 a patient underwent endovascular treatment of an aortic aneurysm in part with gore® viabahn® vbx balloon expandable endoprostheses (vbx). The vbx devices were utilized in both renal arteries. On (B)(6) 2021, the left renal artery was found to be stenosed.